Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Sales representative reported "we had an adverse event on an implant. The packaging was not sterile". Device was not implanted. Device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: observed delamination of outer lid through visual inspection. None of the other observations performed during the device analysis (intact and functional) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Sales representative reported "we had an adverse event on an implant. The packaging was not sterile". Device was not implanted.